Event description:
A consumer wrote reporting that the patient was suffering from renal failure due to the use of a surestep meter. Consumer believes that the ss meter was reading inaccurately high and is responsible for patient's renal failure. No other relevant information has been reported.